Event description:
It was reported that following a permanent procedure, the patient lost leg functionality. The patient was taken to the hospital where a sub-dermal hematoma was discovered. The hematoma was removed and the patient regained leg functionality soon after the procedure. During the procedure, the lead was pulled from the site and buried within a muscle. The lead was eventually placed back in the designated spot on (B)(6) 2018 and the patient has effective therapy.